Event description:
A doctor's office alleged that multiple patients had experienced the loss of a crown after placement with the nexus rmgi product.

Manufacturer narrative:
Specific information with regard to the exact number of patients affected, genders, ages and weights were not provided by the doctor. The doctor re-cemented the crowns for each of the patients using nexus rmgi, without further incident. To date, each of the patients are doing fine. The doctor reported that he believed that the crowns had debonded due to the patients being elderly with very little tooth structure left for the crown to hold on to. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.